Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2017 with the following findings: on investigation, all keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed no evidence contamination on the contacts of the keypad buttons. There was no damage or defect of the keypad flex cable. Moisture corrosion was found on the keypad connector, printed circuit board and motor assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the contrast button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.